Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he experienced an allergic reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a dermatologist in (B)(6) 2018 who prescribed cortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported he experienced an allergic reaction after 3 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a dermatologist in (B)(6) 2018 who prescribed cortisone cream for treatment. There was no report of death or permanent injury associated with this event.